Manufacturer narrative:
UDI (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the system shutdown due to ta critical failure. There was no report of patient involvement.